Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during drain 1 was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A caregiver (cg) contacted global technical service (gts) regarding a low drain volume alarm that appeared on the home choice during drain 1. Gts assisted the cg with troubleshooting. The alarm repeated. Gts advised the cg to end therapy and contact the peritoneal dialysis registered nurse for further instruction. The cg stated there were air bubbles and fibrin in the cassette. On (B)(6) 2010 baxter product surveillance spoke with the home patient's nurse who stated no adverse event resulted from this report. No further information is available.